Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro balloon expandable stent systems. Survey results received for an interventional cardiologist with 19 years¿ experience who was been using the paramount mini stent since 2019 and the visi pro stent since 2018. The respondent used the visi pro balloon expandable stent system to treat 78 occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta) overall, undertaking 42 of these procedures in the past 12 months. 83 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the common iliac arteries undertaking 40 of these procedures in the past 12 months. 90 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the external iliac arteries undertaking 50 of these procedures in the past 12 months. 37 procedures were carried out using the visi pro stent system to treat lesions believed to be at h igh risk of stenosis following pta in the subclavian arteries undertaking 24 of these procedures in the past 12 months. 92 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the ren al arteries undertaking 35 of these procedures in the past 12 months. For palliative treatment of malignant neoplasms in the biliary tree, the physician has performed 34 procedures using the paramount mini stent system, with 18 of these being carried out within the last 12 months. The respondent reports a restenosis event associated specifically with pta or stent placement for occlusive or stenotic disease which occurred a few months after the procedure and required re-stenting. The event was reported to be device related and was considered as being somewhat concerning. The physician reports no adverse events or complications occurring during use of the paramount mini balloon expandable stent system.